Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not on server and device was not communicating. A technical support specialist dialed into the server and ran a downtime query and found that the messages were draining and found that the critical override issue was due to network issue. The tss connected with customer who reported that their information technology (it) team resolved internal issues and services were restoring. Follow up confirmed with the pharmacist that all systems were back up and running and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist and hospital it team investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were not communicating and were in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.